Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, it was seen that the dentist has used sequence of drills different than the one recommended for the implant installation.

Event description:
(B)(4) ¿ the dentist reported that 21 days after dental implant was installed in intraoral region 20#, its non-osseointegration was observed. In addition, the patient presented bone type iii and 35ncm of primary stability was achieved.